Event description:
It was reported that during procedures using pioneer plus catheters four patients had bleeding at the recanalization and angioplasty sites, 2 resolved after treatment with covered stents (perforation), and 2 resolved after treatment with uncovered stents (dissection). No other clinical sequelae reported.

Manufacturer narrative:
Evaluation: results/conclusion: dissection. No device received for evaluation. No device, cine images returned, unable to confirm event. (B)(4). Devices to treat peripheral chronic total occlusions journal of interventional cardiology vol.25 no.4 2012 doi: 10.1111/j.1540-8183.2012 wiley peri. Date of publication.